Event description:
It was reported that 5 months after a coronary drug eluting stenting treatment procedure, a restenosis at the stent occurred. In 2003, the pt had elective angioplasty of the proximal lad. The vessel was not pre dilated. The physician placed a taxus express2 8.8% 2.75 x 12 mm drug eluting stent. The stent was well positioned and well apposed. The pt presented 5 months later with angina. An echocardiogram confirmed restenosis in the stent. The treatment was direct stenting with a taxus 2.75 x 12 mm drug eluting stent overlapping distally to the other taxus stent. Medications after the procedure are "aas," coversyl, plavix, lopressor and omeprazole. The pt's status is reported as "okay".